Manufacturer narrative:
The field service engineer (fse) found a leak in one of the rinse station tubes. The fse repaired it and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise for sodium on the cobas 6000 c (501) module. The initial values were not reported outside of the laboratory. The first sample initially resulted in a na value of 179 mmol/l and was repeated as 140 mmol/l. The second sample initially resulted in a na value of 179 mmol/l and repeated as 138 mmol/l. The na electrode lot number and expiration date were requested, but not provided.